Manufacturer narrative:
(B)(4). The service engineer has returned to work. No further issues have been reported. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Architect system labeling was reviewed, which indicates that the (B)(4) baseplate and gutter assembly (p/n 7-93702-01) is not field repairable and is addressed by the (B)(4) depot/repair center. Safety precautions exist in the architect I system service and support manual - (B)(4) and in the engineering and product data management system. Based on the available information and the present evaluation performed, there is no indication of a deficiency of the architect (B)(4) system. A product malfunction was not identified. Evaluation method: review of complaint tracking and trending.

Event description:
A service engineer, working at a local center where abbott analyzers are repaired, was injured while removing the baseplate and gutter assembly from an architect (B)(4) analyzer. The service engineer's hand slipped when moving the metal grounding plate and caused a cut on the forefinger of the right hand. The service engineer was referred to a hospital where the wound was cleaned and disinfected. A tetanus shot was given along with cephalexin (antibiotic) and ketoprofen (anti-inflammatory) for a regimen of several days. The service engineer has also been given seven days off to recuperate. The service engineer is to be monitored for changes in his serology. There was no further impact reported.